Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that the act button was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. (B)(4).